Event description:
When attempting to insert a jagwire into the device, resistance was encountered three quarters of the way down the device. The wire was then back loaded and resistance was encountered in the same area on the device. It was reported that the wire lumen did not appear to be complete and was blocked at a point in the catheter. The procedure was completed with a second device. There were no clinical consequences.